Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine procedure for a generator change. It was noted during the procedure that the atrial lead had an abrasion and was frayed. The physician repaired the lead with a medical adhesive and suture sleeve. The lead remained implanted. There were no adverse conditions and the patient was stable following the procedure. No further action was required.